Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer required assistance to treat a low blood glucose level (value not provided). As a result of the low bg the customer experienced a diabetic seizure. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. No additional patient or event information was available.